Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6), 2009, the pt was implanted with four gore tag thoracic endoprostheses and two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. After the procedure, a final angiograph revealed a proximal type I endoleak just below the renal arteries. The physician attributed the endoleak to reverse taper in the aortic neck. On (B)(6), 2011, computed tomography scan revealed a proximal type I endoleak with aneurysm enlargement of 3mm in comparison to pre-operative measurement. It was reported that the aortic neck had grown away from the graft. On (B)(6), 2012, the pt was implanted with a gore aortic extender component to treat the type I endoleak. The endoleak was resolved and the pt tolerated the procedure.